Manufacturer narrative:
The t:slim x2 user guide (with cgm integration) states: to activate the ble communication, you need to enter the unique transmitter ID into your pump. Once the transmitter ID has been entered into your pump, the two devices can be paired, allowing your sensor glucose readings to be displayed on your t:slim x2 pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. During troubleshooting with tandem technical support, it was identified that the customer had not entered the transmitter ID correctly into the pump. Customer re-entered the transmitter ID correctly and was able to regain connection successfully. No additional patient or event information was available.